Event description:
It was reported that (1) tct75 and (1) trt75 were used during a right thoracotomy procedure. It was reported by the rep that the surgeon was using a linear cutter tct75 in a right thoracotomy to resect part of the right lung. The surgeon fired the linear cutter and it worked good with the original load. The surgeon proceeded to fire one reload and the gun only went down halfway, and trigger that pushes the "cam" activated the blade through the tissue and went off track halfway down to the completion of the fire. The surgeon clamped the tissue and removed the linear cutter. The staples formed were okay even though firing only half way. The surgeon opened a new tct75 to complete the case. There was no consequence to the pt.